Event description:
Two - endo clips 5 mm did not work. The first endo clip fired once or twice then stopped functioning. A second endo clip obtained but would not fire at all. No harm to pt. Both devices from the same lot #.